Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. The lesion was located in the right upper lobe and was a peripheral and cystic lesion that was very close to the pleura. The patient experienced increased peak pressures, hypotension, and hypoxia. A small to moderate pneumothorax was identified during the procedure using a 3d c-arm and was immediately addressed by inserting an 8 french chest tube. The physician believed the pneumothorax occurred due to entering a peripheral cystic lesion and presumably, it dissected air into the pleural space. The procedure was aborted and no diagnosis was obtained. The lung expanded in less than 24 hours, but the patient was hospitalized 3 days due to lingering hypoxia and then discharged. Per the physician, there was no malfunction of the ion system, instrument, or accessory occurred.